Event description:
On (B)(6) 2016: at 1800, rn responded to pca alarming 'upstream occlusion'. While trying to find the source of the occlusion, the rn pushed up on the plastic lock box door housing the pca pump and syringe. The rn noticed the latch moved. Rn pushed the case up some more, then down. Then latch went up and the door came open allowing free access to pca syringe. The pump did not alarm when door opened or even when the pca syringe was unscrewed from the tubing. Rn closed the door and again manipulated the pca lock box to return the latch to proper locked position without visible evidence or tampering. This action was replicated on 2 other pca pump lock boxes. It was noted that multiple pca pump lock boxes had small intact cracks that may be associated with this type of tampering.